Event description:
It was reported that the right ventricular (rv) lead post-operatively dislodged. The lead was exhibiting low r-wave measurements and was sensing atrial activity. The patient also received an inappropriate shock for an episode of atrial tachycardia since the lead was in the atrium and sensing atrial activity. The lead was turned off and was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.